Event description:
It was reported that the device was used during an open bowel case. It was reported by the rep that the surgeon initiated the firing stroke and the tlc55 blade stopped and would not go any further. They opened another one and it worked fine. There was no consequence to the pt.